Event description:
Customer is reporting (B)(6) reactions in the (B)(6) microwell of the front typing tests when using abd/rev gel card lot 060914037-03. Customer stated that a (B)(6) reaction occurred with the (B)(6) microwell when testing a cordblood sample. The a microwell had a 4+ reaction when first tested, with an ab type. The b microwell reacted 4+. Upon a retest with the sample and same lot of gel cards, but from a different sleeve, the cord blood tested as blood group a, where the a microwell reacted 4+ and the b microwell had no reactivity. Customer retested because of the first sample tested as blood group ab. Retest confirmed to be type a. Issue started on: (B)(6) 2014. Microtubes affected: anti-b microwell. Methodology used: manual gel. Reaction grade obtained: 4+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manual gel. Issue began 30 days after using the lot of gel cards in question. Customer switched to a new sleeve of the same lot of gel cards and the same samples are now reacting negative as expected. Customer stopped using the gel card lot in question. Abd/rev gel cards lot number: 060914037-03, exp: 04/14/2015, started to be used: (B)(6) 2014. Qc type: ortho confidence kit. Qc lot #: requested not provided. Last qc run: (B)(6) 2014. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Stored underneath direct light source: yes/no - no. Pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: mts. Customer was adamant that the gel cards looked acceptable. Customer has 3 boxes of the gel card lot in question and is requesting replacement. Replacement will be issued via 4c. Ocd will send an rga for the return of the gel cards to mts for investigation.

Manufacturer narrative:
Ocd performed retain testing, return testing, batch review, complaint review by lot. All results were satisfactory. (B)(4).